Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient with diabetes experienced rising blood glucose levels after placing an infusion set, with glucose levels increasing to approximately 400 mg/dl while at work. The patient manually injected insulin using insulin drawn from the cassette to reduce the elevated glucose. Once home, the patient changed the infusion site and identified a bent cannula as the cause of the hyperglycemia. After replacing the infusion set and cassette, blood glucose levels returned to normal, with a current reading of 115 mg/dl. The event occurred during patient use. There was no patient injury. The issue was resolved.